Manufacturer narrative:
Additional information b5.

Event description:
Additional information was received stating that the medication involved was an unspecified cytotoxic, chemotherapy or hazardous medication and was decontaminated by wiping, doubled bagged and labelling. There were a patient involvement and no exposure or harm reported as a consequence of this event.

Event description:
The event involved a 9" (23 cm) smallbore ext set w/microclave clear (yellow ring), 1.2 micron filter, clamp, luer lock and it was reported that during infusion the patient filter line on central venous catheter (cvc) had broken and was spraying blood and medication all over the bed which caused the patient to extreme anxiety. It appeared that 1.2-micron filter had snapped at a connection piece and due to running infusion the pressure caused a backflow of patient blood. There were patient involvement and no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).